Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. It was found that there were untimely door movements in all directions also when pressed near the commands. The medtronic representative replaced the pendant. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. During the review of system logs, there were multiple presses seen to close the door. At (B)(6) 2015 9:03:48 am a door close press, and no release until (B)(6) 2015 9:04:00 am after the door has closed. From the logs it looks like the door close button was pressed during the time of ¿door of the o2 continue to close it without command¿. The user did not lift his finger all the way up off the button and the dead man was still connected, and would allow the door to keep moving. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the door of the imaging system was moving in a ways the user did not intend. The site representative reported that the door continued to close during 2-3 seconds, then they stopped to press on the command button. This occurred only one time during the procedure. No further details regarding the type of procedure were provided. There was no impact on patient outcome or delay to procedure reported.